Event description:
It was reported that a crack was found in the pca asv microbore cv tubing sets distal end during use. The following information was provided by the initial reporter: "our nursing teams have came across a tubing set that has cracked while on a patient. From the feedback I¿ve heard the crack occurs at the connector on the distal end and was noticed more than once."

Manufacturer narrative:
H6: investigation summary: a complaint of a cracked female luer was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A crack was found on the outside of the female luer. A device history record review for model 30873 lot number 20096127 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was identified as internal stresses created in the luer during manufacturing process that makes it more susceptible to chemical/mechanical attacks.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the pca asv microbore cv tubing sets distal end during use. The following information was provided by the initial reporter: "our nursing teams have came across a tubing set that has cracked while on a patient. From the feedback I¿ve heard the crack occurs at the connector on the distal end and was noticed more than once."